Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined, an image was not displayed, because communication failure occurred, due to faulty cable. The cause of the faulty cable could not be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. The instruction manual identifies, the following related verbiage. Which could have prevented the phenomenon: "never excessively bend, pull, twist, coil, squeeze or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The reportable malfunction was caused due to a faulty cable. In addition to the reportable findings documented in b5, non-reportable findings are as follows; rubber parts on rear cover packing were peeled, a failed leak test, and a faded label on the rear cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had no image. The issue was found at preparation for use of an unknown procedure. The procedure was successfully completed with a similar device. There were no reports of patient harm nor delay.